Manufacturer narrative:
A code updated in f tab investigation results: the complaint of a hair in the packaging was confirmed and the cause appeared to be packaging related. Two photographs and 5 sealed insyte autoguard unit packages were provided for investigation. A strand of hair was observed across the sealed unit packages. Due to the condition of the returned samples, the hair was likely introduced during the packaging process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc single hair across packaging/ sterility breech. The following information was provided by the initial reporter: long piece of hair is found in packaging, same hair strand is showing across all 5 packages. This hair strand is visible on the middle to right side on back, clear, side of packaging, showing over the syringe portion of package. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None.